Event description:
(B)(4). Since I have had essure implanted, I have horrible joint pain, it gets worse as time gos by. My hips are so sore I can hardly move sometimes. Also uncontrollable bloating mainly in my stomach area, I look 8 months pregnant all the time, this happened within 3 months after getting them.